Event description:
The customer reported to olympus, during maintenance, the hd autoclavable camera head had intermittent image (vision). There was no patient involvement in this event.

Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. No image was displayed due to a faulty cable. In addition, the following non-reportable malfunctions were found during the device evaluation: threads found loose; the screw cannot be fixed into it with the proper torque. Coupler cannot be detached from the ccd (charge-coupled device) unit. Water leaks from switches and cable unit. Video connector was broken. Switches found deformed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the image issue was caused by a faulty cable. However, the specific cause of the faulty cable was not established at this time. Olympus will continue to monitor field performance for this device.